Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event. On (B)(6) 2013, it was further reported there were high thresholds on the right ventricular lead. The lead was reprogrammed and then reconnected to the new device. The lead remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).